Manufacturer narrative:
(B)(4). The actual sample was not returned, but a companion sample was received for evaluation. A companion sample from the same lot was returned and evaluated for the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed on the returned sample with no issues noted. The device was placed in a homechoice machine and ran with no issues noted. Upon conclusion of the investigation, the device was determined to meet product specifications and the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm manifested by shoulder and abdominal pain. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would have caused or contributed to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.